Event description:
The customer indicated the lh 500 was recovering a high number of single aperture vote outs for wbc. There were no erroneous results in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) discovered that the wbc vic (vacuum isolation chamber vc11) had an occluded port . The wbc vic ((B)(4)) was replaced resolving the wbc vote outs. The failure mode identified could, upon recur, impact wbc/hgb parameters; results could be flagged, un-flagged or non-numeric. (B)(4).